Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level ranged from 162-163 mg/dl. In addition, it was reported that customer received a minimum fill notification after filling the cartridge with 180 units of insulin. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level ranged from 324-325 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.